Event description:
2 samples with discrepant alkaline phosphotase results. Sample 1, initial result 966 u/l, same sample repeated 3 times gave results of 532 u/l, 391 u/l, and 390 u/l. Sample 2, initial alkaline phosphotase result of 151 u/l. Same sample repeated 4 times, results were 506 u/l, 173 u/l, 236 u/l and 251 u/l. The initial results were not reported. The field service representative was unable to determine cause.